Manufacturer narrative:
H3: analysis found that the device was returned in a double plastic bag. Upon return, it was observed that the harness was cut off. There were traces of con tamination observed on the cuff, and clear tape was observed on the tube near the clamp shell. There were also traces of voids observed in all 4 trace pads. The functional/electrical testing could not be performed due to damaged condition of the device upon return. Emg endotracheal tube testing was not possible due to damaged condition of the device upon return and therefore, the complaint could not be substantiated. H6: initially submitted codes fdm b17, fdr c20, fdc d16, ime e2403 and imf f4 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, for acoustic neuroma procedure, a nim trivantage tube + 2 channel electrodes were plugged in. The trivantage tube was placed in channels 3 (blue cable) and 4 (red cable). The nim console showed channel 4 did not pass the test. When it was checked, channel 4 was flashing even though plugged in. To rule out the issue, changed around which electrodes were plugged into what channel, moved the red trivantage cable to ch 3 and the blue trivantage cable to ch 4. Channel 4 now passed the check and channel 3 failed. Tried again to move the red trivantage cable to channel 2. Channel 2 then failed. This pointed to an issue with the cable itself as the nim ports were working fine with other cables plugged in. No matter what channel the red cable was plugged into, the channel number kept flashing on the pi box and the nim failed the electrode check for that channel. The surgeon did not want to re-intubate and chose to continue. It was muted the channel that the red electrodes were plugged into so only had half of the tube functioning for surgery. The procedure was extended for 5 minutes and was completed by with reported device. There was no known patient impact.